Event description:
Customer reported the insulin pump was cracked. Customer's blood glucose was 200 mg/dl. The cracks are on the corners of the screen and at the battery side. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated she believed her blood glucose have been high because of the crack on the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.